Manufacturer narrative:
E1: initial reporter city: (B)(6). D4: lot number: updated lot # from unk to 35247395.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 10 atmospheres for 30 seconds in a form of a pinhole. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 10 atmospheres for 30 seconds in a form of a pinhole. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). D4. Lot number: detailed product information was not provided to bsc. Good faith effort attempt was made to try and retrieve product details.